Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: evolutpro-29-us transcatheter valve, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was serious drainage from the cardiac resynchronization therapy pacemaker (crt-p) incision site approximately two months post-implant. The lateral edge of the incision had evidence of inflammation and the physician questioned whether it was related to a stitch abscess or a low grade infection. Cultures tested positive for serratia and the patient was placed on antibiotics for several weeks. The incision appeared to have healed at a follow-up appointment approximately one month later, with no drainage or redness seen. At a subsequent appointment approximately two weeks later, a small opening was noted along the incision line. The opening was reported to have closed or healed over the following week. The patient experienced tenderness at the implant site. The patient was seen by an allergist who felt that there was no reason to test for allergies after examining the pocket. They felt the issue was directly related to the serratia infection. The patient also experienced skin erosion. The crt-p system was removed and a leadless implantable pulse generator (ipg) was implanted. No further patient complications have been reported as a result of this event.